Event description:
The ventilator was running on internal battery and shut down few seconds after "low battery alarm". The pt went to a store to connect the ventilator to ac power. After connected to ac power, it gave "system error" with device alert. The patient pushed "silence" button and was able to restart the ventilator.